Event description:
While taking a film of a patient before they received their radiation oncology treatment, the film holder's caster came off the frame causing film holder to become wobbly and unstable. Before it could be brought under control it struck the patient's upper lip. The caster is held to the frame by an allen screw that had loosened.